Event description:
Boston scientific received information that this dextrus lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The inspection of the lead revealed a damaged insulation at 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.